Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5 vdc power supply was evaluated and replaced and calibrated to the optimal operating voltage. The f1 fuse on the ps2 power supply was also evaluated and replaced. The system was tested and found to be working as intended and returned to service.